Manufacturer narrative:
The impella device and purge cassette with tubing is available to be returned for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted in a 38-year-old male patient presenting with de novo cardiomyopathy and scai stage e cardiogenic shock requiring multiple inotropes, vasopressors, and respiratory support prior to device placement. The patient had severe left ventricular dysfunction with a reported ejection fraction of less than 5%. Following initiation of support, the device flows remained limited to approximately 1.0 l/min despite confirmed appropriate positioning under fluoroscopy and administration of 28,000 units of heparin, with a maximum activated clotting time (act) of 209 seconds. Troubleshooting efforts, including repositioning, did not improve flow. Due to persistent low flow, the device was explanted and replaced with a new impella cp. Following replacement, support was continued with no further reported issues.